Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: a fragment of about 12mm length is broken off from the received drill bit, the fragment was returned together with the rest of the drill bit. The cutting edges at the forefront are strongly damaged. There is a very strong deformation in the fracture area and the flutes are untwisted above the fracture face. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the strong damages. The review of the manufacturing documents did show that this lot did pass all dimensional inspections without any issues. Drawing/specification review: the sub-component 60065745 is not lot tracked. Therefore the last three potential work orders that were produced prior to lot 9525276 were reviewed. The review has shown that with 440a stainless steel the correct material was used and that the hardness was within the specification of 52 +3/0 hrc as defined in the drawing. Investigation conclusion: the complaint is confirmed as the received drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. The appearance of drill bit with the strong deformation in the fracture area and the untwisted flutes above the fracture face is concordant with the complaint description that a contact with an already inserted screw caused the breakage of the device. The drill bit had an undue metallic contact with the screw, did get stuck, then deformed and finally broke by an mechanical overload. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 323.062, lot number: 9525276, manufacturing site: bettlach, release to warehouse date: june 23, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal fibula ankle fracture with the 2.0mm drill bit. During the drill, the drill bit interfered with the screw, which was inserted, and the tip of the drill bit broke. A fragment of the drill bit was generated, but the surgeon removed the fragment. No fragments remained in the patient, which was confirmed with an x-ray. It was not reported how the surgery was finished. There was a surgical delay of less than thirty (30) minutes. Patient and procedure outcome are unknown. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1), drill (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).